Event description:
The customer stated that he used the breeze2 meter to test his blood glucose and received a reading of 286 mg/dl. He retested using another meter and received a reading of 136 mg/dl. The difference between the customer's reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse event were alleged. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.